Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented during a follow-up. Upon review, the implantable cardiac monitor exhibited undersensing anomaly and caused suspected false readings. No patient consequences were noted.